Event description:
Leaking or ruptured breast implants. Rptr had these implants on 5/26/83. Left was replaced on 6/1/83 with same type of implant. The right one was replaced with a double lumen implant on 8/2/85. Both implants were explanted on 4/13/92. (See also 1001588.)